Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the wash concentrate bubbled over, had a high pressure error, and there is also the gravity sump error on the unicel dxc 600 pro synchron clinical systems. No patients were affected. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched: when fse arrived instrument was up and running and could not duplicate stated problem. The fse replaced v5 as a precaution and replaced no foam canister at customer request. The fse primed the instrument 20 times with no problems. Root cause of the event is unknown.